Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that a catheter access port (cap) study was done on the patient. The patient reported an increase in pain. The hcp decided to aspirate the catheter and could not. The patient was sent for an MRI on (B)(6) 2017. The residuals had been as expected. It was unknown what the next course of action would be. The hcp was to see the results of the MRI and either revise the catheter or do nothing. The issue was not resolved at the time of this report. Surgical intervention had not occurred and it was unknown if it was planned. The patient'sstatus was "alive- no injury" and no further complications were expected or anticipated.